Manufacturer narrative:
A company field service engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that while on a patient, the anesthesia system shutdown. The patient saturation decreased and the patient was removed from the anesthesia machine and was manually ventilated with a resuscitation bag. The anesthesia system was replaced. The saturation values are unknown, but the final patient outcome was no injury. (B)(4).